Event description:
It was reported that intermittent undersensing during ventricular fibrillation episode was observed. The device delivered high voltage therapy successfully and the rhythm was converted. It was suspected that the patient sustained neurological damage and underwent therapeutic hypothermia treatment. Programming changes were recommended. Prior to discharge, patient was alert and having a normal conversation.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device was explanted at eri.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.